Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for surgery, the system experienced difficulty loading an exam. When the cd was inserted, the system displayed the message "searching for dicom." This message would appear for several minutes without loading the patient exam. The site rebooted the system several times without resolution. Technical services (ts) had the site reboot the system with the cd still inside. The issue persisted. Ts suggested letting the system load for several more minutes as it was possible that the exam was a larger quantity of slices. The site ended the call as someone from radiology confirmed there was an issue with how the disc was burned. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: dvd 9735991 sata cable kit s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.